Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: robotic assisted right hemicolectomy description of event: [hospital] event date: 18 sep 2024 model #: c4120 lot #: 1519144 the procedure was a robotics-assisted right hemicolectomy. The tip of the grasper injured the bowel wall. The device was used for two minutes. The physician did not open another device. Patient status: ni type of intervention: ni

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure being performed: robotic assisted right hemicolectomy. Description of event: [hospital], event date: (B)(6) 2024, model #: c4120, lot #: 1519144, the procedure was a robotics-assisted right hemicolectomy. The tip of the grasper injured the bowel wall. The device was used for two minutes. The physician did not open another device. Patient status: ni. Type of intervention: ni.